Event description:
As the ultrasound tech was performing the ultrasound and the machine shut off during the exam. The ultrasound had to be unplugged from the power cord in order to shut it off and be able to turn it back on to continue the case. This same scenario has happened 3 times in the last 2 days and we are waiting for the manufacture to come out today to asses the problem. They also had replace the hard drive in this unit on 8/18/2015, because the machine would not boot up. Manufacturer response for ultrasound machine, acuson (per site reporter): they are sending a tech out to service the machine.